Event description:
Consumer complaint of blood result reading of "hi". Reviewed the only results available in the meter memory: "hi" (B)(6) 2014 - 7:40pm, "hi" (B)(6) 2014 - 7:32pm, "hi" (B)(6) 2014 - 7:26pm. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user has high glucose value. Correction of date of event:(B)(6) 2015.

Event description:
Consumer complaint of blood result reading of "hi". Reviewed the only results available in the meter memory: (B)(6). No adverse event reported.